Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer was reported that the blood glucose level sometimes shoot up to 300 mg/dl to 400 mg/dl. Customer was used insulin pen and manual bolus sometimes. Self test was fine at the time of troubleshooting. The insulin pump will be returned for analysis.